Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt reports not being able to accommodate for distance vision and has difficulty with night driving. The pt reports having pre-existing adie's pupil. Additional info has been requested form the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.